Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged and sensing threshold had decreased to 2.0 mv. The lead was replaced.